Event description:
The lens was opened, placed under microscope, and readied for insertion when the md noticed a bend in the insertion tip. The lens would not deploy and was not inserted into the patient. A replacement was obtained for use.